Manufacturer narrative:
The reported product is not expected to be returned. An investigation has been performed for the reported complaint, and there was no indication that the product did not meet specification. Sensor kit expiration date is 28 feb 2021. Medical event associated with this complaint case occurred on (B)(6) 2021 which confirms the usage of the device beyond the useful life of the device. Additional investigation activities are not required as the device met specification when it was released and throughout its lifespan. Dose audit reports were reviewed and demonstrates the continued effectiveness of the established sterilization process for libre sensor products. Environmental monitoring reports were reviewed, including bioburden and endotoxin testing, and demonstrated that all monitoring processes continue to meet adc minimum requirements for product quality. In the event that unanticipated product is received, a physical investigation will be performed per adc's established processes and procedures and a follow-up report will be submitted upon completion of investigation. The device manufacturing date is unknown. The date entered in is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported a skin reaction at the site of the freestyle libre 2 sensor. The customer reported developing inflammation at sensor site, with symptoms of pain and pus. A healthcare provider prescribed flucloxacillin for treatment. There was no report of death or permanent injury associated with this event.